Event description:
The facility reports the resident was being transferred from the bed to the tilting wheelchair with the lifter by two healthcare aids. During transfer, the left bottom hook of the sling came off the pin. The resident then fell out of the sling and fell to the floor, landing mostly on her upper back area. The health cares reported the resident did not hit her head. No injuries were found on the resident after assessment.

Manufacturer narrative:
The report received from the arjo service organization states the positionable hanger bar of the lift was found to be in a very loose condition; pictures show that foam padding was added to the lift after delivery. A report from the lift manufacturer states the padding could have played a role in the incident. The sling was reported to be a large size sling with a clip manufacturing date of january 2002. The resident's status is identified as an arjo resident gallery type "emma." Characteristics include: passive. Might be almost completely bed ridden. Often stiff, contracted joints. Totally dependent. Physically demanding for caregiver. It is also indicated the resident is suffering from alzheimer's (which is not an indication for myoclonus muscle twitching and spasm in its late onset) and degenerative disc disease, which can lead to muscle spasms. This does not appear to be the case here, however, as the report from the customer indicates, the resident has no upper or lower body strength and displays no motion. From previous simulations and tests of this type of incident, it has been established that once attached and under tension, the clip cannot come off the hanger bar unless kicked off by the resident's knee or manually taken off (with considerable effort) by the caregiver. It has also been established during these tests that, once a leg clip has come loose, and with the resident in a horizontal or semi-recumbent position, the shape of the sling allows the patient to hang in and not drop for a period of time. The guidelines for use as supplied with the slings as well as the operating and product care instructions for the lift device, clearly indicate and warn that before lifting the resident, the clips and straps should be verified to be correctly attached and under tension. Based on the investigation and evaluation of the information provided, the manufacturer concludes that, since the clip cannot come off the hanger bar without help of an upward force outside of intended use (which is not indicated nor does it appear likely to have been present), it is likely that the clip was not attached in the first place. This would have caused the patient to, at some point, start sliding out of the sling and dropping to her back. As indicated in the lift manufacturer's report, the padding that has been added to the lift may have made correctly attaching the clip more difficult, even more so in this situation of lifting the resident off the floor, which minimizes maneuvering room. The manufacturer cannot come to a corrective action towards the product based on this investigation. However, monitoring of complaint trending and incident vigilance will continue for possible future actions. The manufacturer strongly recommends retraining of all lift and sling operators at the facility against the operating and product care instructions for the lifter and the guidelines for use of the sling.